Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on echo v2.0 instrument serial number (B)(4); file showed the camera report optimal and no errors at times of testing. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative results with capture-r read-ID extend ii on the galileo echo v2.0 instrument.